Event description:
It was reported that one day post operation the right atrial (ra) lead dislodged into the right ventricular. The lead was repositioned and subsequently dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.